Event description:
During a remote follow-up, episodes of crosstalk oversensing and inappropriate automatic mode switch were observed on the atrial channel of the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the episodes of inapprorate mode switch continued due to far-field r-wave oversensing. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.